Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that new leads were implanted on (B)(6) 2024. Reportedly, therapy was restored.

Manufacturer narrative:
Date of event is estimated. D10: therapy dates are estimated. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000054231.

Event description:
It was reported that the patient stopped recharging their ipg several years ago due to ineffective therapy. As such, the ipg became inoperable. In turn, surgical intervention took place wherein intra op impedance check revealed high impedance on one of the leads contact. As such, the entire system was explanted to address the issue. A new ipg was implanted and new leads will be implanted at a later date. Investigation was unable to determine which of the leads had high impedance.